Event description:
It was reported that this artificial urinary sphincter (aus) was explanted because the patient had developed urethral erosion. A new aus was implanted after the patient healed. There were no additional patient complications reported.